Event description:
The manufacturer's representative reported a patient complaint of additional pain after a recent pump update during a bridge bolus "(underdose by 50%). The manufacturer's representative assisted the hcp to correctly reprogram the patient's pump. No patient outcome was provided. The durg contained in the patient's pump is unk. Additional information has been requested, but was not available at the time of this report.